Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported prior to a cervical fusion procedure, diagnostic tests revealed the pt leads had invalid impedances on four contacts. The physician opted to replace the leads during the procedure. F/u info identified the pt was receiving effective stimulation postoperative.